Event description:
The customer reported "oil mist haze." The customer reported that they are not experiencing any human reactions. The asp field service engineer (fse) went to the facility to asses the unit.

Manufacturer narrative:
Oil mist - capital equipment, evaluated at customer site. The fse did not detect oil mist which on site before work was performed. The fse replaced the oil filter housing for preventative measure only. Calibrated the pressure transducers. Ran empty test cycle. The fse completed level 1 maintenance. Conclusion - customer letter was sent to all sterrad customers to reinforce the importance of cancelling the cycle, leaving the room and discontinue use of the unit until the unit is repaired if the mist issue occurs. A user guide excerpt that added a warning was sent with the customer letter.